Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. The user stated that the touhy borst valve was functioning as intended, however, was not tightened. Tightening the touhy borst prevents unwanted movement. The following labeling details proper technique to ensure the catheter does not migrate during use: section 3, pg. 25 (use of suture pads): "the statlock compatible suture pads help secure the repositioning sheath to the patient¿s skin." Section 5, pg 79 (use of repositioning sheath): "5. Secure the repositioning unit to the patient with the blue suture pads or a statlock stabilization device." "7. Attach the anti contamination sleeve to the blue section of the repositioning sheath. Lock the anchoring ring in place by turning it clockwise. Secure the catheter shaft in place by tightening the connected anchoring ring." Section 7, pg. 179 (use of knee immobilizer): "use knee immobilizer as needed to maintain access site straight." Section 7, pg. 183 (correct placement of catheter): "for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. "

Event description:
A 72 year old male patient presented with acute myocardial infarction and cardiogenic shock for impella support. During support, an alarm sounded which prompted attention from the medical staff. The patient's blood pressure had decreased, lips were blue, and respiration was noted as "agonal." The physician found the position of the catheter was more shallow than when originally placed. Further examination found the patient without a pulse and pronounced dead. The touhy borst was noted as loose, the impella was not sutured to the thigh, and a knee immobilizer was not being used. The account reported no malfunction of the touhy borst valve as they deemed it functioning properly when testing, post-mortem. The abiomed representative was notified the following day and training was conducted.